Event description:
Device has been explanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event rupture was reviewed on march 20, 2023. Visual analysis of the photographs identified: rupture: no observed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported rupture for unknown side. Status of device is unknown.